Manufacturer narrative:
Device eval: the suspect device has not been returned for eval/investigation. The lot number was not provided and a review of the device history record and the complaint data base could not be performed. A f/u report will be submitted when the eval/investigation is completed.

Event description:
The high pressure tubing had the rotator blow off during injection. The injector pressure was at 1000 psi. No harm or injury reported.